Manufacturer narrative:
08/29/2017 02:49 pm (gmt-4:00) added by (B)(6): the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was covering over half of the balloon. The extracorporeal tubing was cut from the iab and not returned. An underwater leak test of the balloon, catheter and y-fitting was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.051m in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy that due to patient coughing the balloon ruptured. After which there was blood back through the catheter. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy that due to patient coughing the balloon ruptured. After which there was blood back through the catheter. There was no injury or harm to the patient.